Event description:
"It was reported that there was issue with o2 concentration during use. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. According to received information in service report, as soon as the issue was noticed, the device was immediately shutdown and replaced by another. According to the user, unexpected change of the device posed as safety hazard. The issue with o2 concentration was caused by o2 cell malfunction. There was no on-site visit by our technician, as the repair was handle by a third party. Alarm o2 concentration is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings or when measured o2 concentration exceeds the set value by more than 5 volume %. There are two main reasons for this alarm: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration alarm caused by o2 cell is a measurement error. O2 cell failure would not affect ventilation and is not considered as a safety related. Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. In investigated scenario, the device alerted about ongoing o2 concentration issue, which prompted the user to acute change of the device, as it was seen as machine's inability to sustain vital functionality. Further analysis, confirmed that the issue was only measuring, which would not affect ventilation. The device's logs were not provided for further analysis. The cause of the reported issue was related with o2 cell.